Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The device was returned to olympus repair center, but not returned to olympus medical systems corp. (Omsc). Therefore, omsc could not confirm the device. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. The exact cause of the reported event could not be conclusively determined. Omsc surmised that this phenomenon attributed to the following. The user handling of the device was inappropriate, such as physical stress, chemical stress, storage environment, aging deterioration. There was corrosion due to water invasion of distal end cover crack and leakage at forceps elevator. If significant additional information is received, this report will be supplemented.

Manufacturer narrative:
The inspection by (B)(4) also confirmed followings: the control body was damaged, chipped, and leaked. There was a leak in the o-ring of the forceps elevator. The insulation of the distal end cap was low. There was a scratch on the adhesive of the objective lens. The adhesive on the bending section rubber was scratched. The insertion tube was buckled. The seat holder was corroded. The angulation range of the bending section was insufficient. The instrument channel was deformed. The color of the nut of the air / water supply cylinder was lost. The color of the suction cylinder nut was lost. The contact pins on the connector were dirty. The switch box on the control body was worn. There was a scratch on the light guide tube. The exact cause of the reported event has not yet been identified by legal manufacturer olympus medical systems corp. (Omsc) for this device. If significant additional information is received, this report will be supplemented.

Event description:
A customer reported a defect of the distal end during a post-procedure reprocess. Then, olympus inspected the device at the service department of olympus (B)(4) and found that the distal end cover was broken, cracked and leaked. It was also found that there was a foreign object in the groove or gap of the distal end. In addition, (B)(4) found the adhesive on the light guide lens was partially missing. There was no report of patient injury associated with this event.